Event description:
It was reported that two weeks following a contigen implant procedure performed in 2002, the patient returned to doctor complaining of pain during urination. The urinalysis was normal indicating no infection. The doctor scoped the patient and found a small, hard, yellowish nodule on the left side of the urethra. The doctor excised the nodule 2 months later and sent the patient home. In 2003, the patient came back complaining of pain and was seen by a different doctor. Upon examination, the doctor found a raw, open area where the nodule had been removed. The doctor cauterized the area and sent the patient home. There have been no further complications. The patient is still continent and has healed.